Event description:
The neighbor of a (B)(6) female patient contacted zoll customer support to report the patient is receiving service code 204. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation the trunk cable connector was damaged and pins were bent. The cause for the damaged connector and bent pins cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged connector and bent pins. The patient received a replacement electrode belt.